Event description:
The customer reported a saturation fault error. This error will prevent the system from operating, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.